Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that saline leaked between the bd microlance¿ 3 needle and hub.

Manufacturer narrative:
Investigation summary: bd has been provided with a used needle assembled into an emerald 5ml syringe and a reference needle. Assembled needle doesn¿t belong to fraga plant although shield is from fraga plant and doesn¿t fit correctly into hub. Reference needle belongs to fraga plant, leakage test was performed without observing leakage or any abnormality. Complaint trending review reveal this is the first time this lot is complained for this issue. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2104 (september 12-14th, 2017) during which 56 visual inspections were carried out with 0 defects noted. Needles were assembled in machine 4413, and come from two assembled batches: #7251473 (september 11-19th, 2017) during which 348 visual inspections of 25 units each were performed with zero defects noted. #7247349 (september 04-11st, 2017) during which 332 visual inspections of 25 units each were performed with zero defects noted. Cannula batches: #7237406 and #7248330. Epoxy batches i671732802, i671591957 and i67187746. Since bd was unable to duplicate the indicated failure mode since affected sample doesn¿t belong to fraga plant, leakage test show absence of leakage in reference sample and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. The leakage issue could possibly be because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. Since complaint is not possible to confirm and this is the first time this lot is complained, it was determine that no corrective actions are required at this time.

Event description:
It was reported that saline leaked between the bd microlance¿ 3 needle and hub.